Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal previously taking dilaudid (hydromorphone) and currently taking morphine (unknown) at unknown concentration/doses via an implantable pump for spinal pain. The patient reported that they moved from ca to nm and need to find healthcare provider (hcp) for the pump. Patient reported the pump went dry for the third time and he was going through withdrawals. Patient stated they had the hcp in nm who went on medical leave. Patient stated they went to hcp office to refill the pump on dec 19, 2024 and the hcp office told them they pump was fine and they did not need a refill and hcp would call them when he was back. Patient stated he had not heard back from anyone and the pump was alarming and he was going into withdrawals. Patient stated the pump was going dry. Patient asked for hcp listing in the area. The patient was redirected to their healthcare provider to further address the issue.